Event description:
It was reported that a patient (pt) experienced a break in aseptic technique during peritoneal dialysis (pd) therapy which caused peritonitis. On an unreported date, the pt began treatment with dianeal 2.5% and 4.25% ambuflex (total fill volumes of 12000 ml (milliliter), frequencies and lot numbers not reported), dianeal pd4 ultrabag (for a 6 hour dwell daily, dose and lot number not reported) and extraneal viaflex therapy (dose, frequency, and lot number not reported) intraperitoneally (ip) for pd. Two weeks prior to experiencing the peritonitis, the pt experienced difficulty breathing while performing automated peritoneal dialysis (apd) therapy. The pt disconnected from therapy and went to the hospital on the same date. The pt was diagnosed with congestive heart failure (chf) manifested by difficulty breathing and remained hospitalized for the event. It was determined that the pt had experienced a fluid overweight due to not following her pd regimen as prescribed. The pt was having a fluid overweight experience ((B)(6)). The pt's normal dry weight is (B)(6) and the pt weighed in at (B)(6) (5- 6 kgs over dry weight). While in the hospital, the pt received pd exchanges to pull off the extra fluid (details not provided) and the fluid overweight issue was resolved. This pt was on sodium thiosulfate for treatment of calciphylaxis and this caused the pt to retain water. Due to this treatment, the pt's had to be on a strict pd regimen of the first 2 night exchanges with 4.25% dianeal to pull off excess water. In the morning the pt was instructed to do a manual exchange before next exchange. On an unknown date during hospitalization, the patient experienced diverticulitis, diarrhea, and vomiting. Treatment for the events was not reported. Subsequently, the pt experienced peritonitis while in the hospital. The cause of the peritonitis was due to break in aseptic technique by a nurse (details not provided). The pt was treated for the peritonitis with vancomycin and fortaz (doses, frequencies and lots not reported). Eight days after being hospitalized, the patient?s pd catheter was removed. On an unreported date, pd therapy was discontinued and the pt was transferred to hemodialysis (hd). On an unreported date, the pt recovered from the peritonitis event.

Manufacturer narrative:
(B)(4). The cause of this peritonitis was use error reported to be due to a break in aseptic technique by a nurse. Per baxter labeling, users are instructed to use aseptic technique when performing peritoneal dialysis therapy. A formal review of the label for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required.